Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was wearing the pump supplies for 3 days. Tandem clinical support informed customer that wearing the pump supplies for 3 days is off label per the tandem user guide. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose level was 200-"high" on the continuous glucose monitor. Elevated blood glucose levels were addressed by manual insulin injection.